Manufacturer narrative:
This follow up MDR is created to document the conclusion of the investigation. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. Abrasion was noted on all pump tubes. No functional abnormalities were noted with the pump, cylinder 2 or reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 1 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information. There was a fluid leak, and a small hole in the exit tubing. Coming out of the cylinder. Another device was implanted.